Event description:
Patient was placed into viking xl lift and lifted up approximately 6-7 inches off of bed and connecting cross bar detached from lift and patient fell back to bed. Bar landed across patient's stomach. No injury noted. Appears a piece of plastic at top part of bar broke off.